Manufacturer narrative:
(B)(4). The clinic is reporting this adverse event only and did not request or require field service or clinical support. All pertinent information available to abbott medical optics has been submitted.

Event description:
The clinic reported that a laser vision correction patient had surgery on (B)(6) 2017 and presented on (B)(6) 2017 with epithelial ingrowth in left eye. A flap lift and rinse was performed. It was stated that the patient had no loss of best corrected visual acuity (bcva). The patient was asymptomatic. Patient reported symptoms are not interfering with daily activities. Bcva from (B)(6) 2017: right eye pre-op 20/20 -1.00 x -1.00 x 172; left eye pre-op 20/20 -1.50 x -.25 x 25. Bcva from (B)(6) 2017: right eye post-op 20/20 .50 x -1.00 x 89; left eye post-op 20/20 .50 x -.75 x 85.